Manufacturer narrative:
Philips service replaced the hard disk and restored the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that hard disk failure caused system malfunction during clinical use on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.